Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg migrated in the pocket site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicating surgery took place on (B)(6) 2024 wherein the ipg was relocated to the right flank. During the procedure the leads were also explanted and replaced due to the leads migrated and had high impedances. Effective therapy was restored.